Event description:
The customer contacted baxter's technical service center regarding the home patient (hp) having trouble spiking the bags with the compact exchange device (cxd), which occurred on the homechoice (hc) during use, but the patient was not connected. The baxter technical service representative (tsr) walked the hp through the proper spiking procedure using the cxd device. The hp was pulling the handle back after spiking the bag causing the spike to pull back out of the bag. The tsr reminded the hp to leave the handle forward after the bag is spiked then carefully remove the connection from the device. The hp understood and will follow the proper spiking procedure. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The hp (home patient) contacted baxter to report having trouble spiking the bags with the cxd (compact exchange device). The hp was pulling the handle back after spiking the bag causing the spike to pull back out of the bag. The technical service representative reminded the hp to leave the handle forward after the bag is spiked then carefully remove the connection from the device. The hp understood and will follow the proper spiking procedure. The assignable cause for the reported issue was determined to be use error. Labeling was reviewed for use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.